Event description:
It was reported the distal tip of this .018 guidewire detached subcutaneously while obtaining percutaneous access during placement of a peripherally inserted central catheter (PICC). Follow up indicated that the guidewire was withdrawn through an entry needle resulting in detachment of the distal tip in the pt. No retrieval attempts were made. Another guidewire was used successfully without incident. The pt remains asymptomatic and no pt sequelae resulted from this event. The device has been retained by the user facility. Therefore, no failure analysis is available. Follow up indicated the pt's anatomy may have been tortuous. In addition, it was also indicated the device was removed through an entry needle. Co believes that these factors may have contributed to this event. However, without evaluating the device co is unable to determine that the exact cause for this event. Directions for use state: "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."